Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical records were received for evaluation. Therefore, the investigation is inconclusive for alleged retrieval difficulties and occlusion. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf310f vena cava filter allegedly occluded and was difficult to remove. The information was received from a single source. One patient was involved with no reported patient consequence. A female patient's age and weight were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is inconclusive for difficult to remove and occlusion. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf310f vena cava filter allegedly occluded and was difficult to remove. The information was received from a single source. One patient was involved with no reported patient consequence. A 67 years old female patients' weight was not provided.